Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic system and handpiece exhibited no ultrasound during a cataract surgery. The intra ocular lens( iol) was not implanted and it has to be operated again. Additional information has been requested.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system was found to meet all cosmetic and performance standards. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the handpiece was changed with no results and the surgery was finalized on the same day with implant. The patient had corneal edema due to the different intraoperative handlings.

Manufacturer narrative:
Additional information is provided in section b.5 and h.6. The manufacturer internal reference number is: (B)(4).